Event description:
Olympus med systems corp (omsc) was informed that during total laparoscopic hysterotomy, the probe of the first device broke. Although the physician replaced it with another t3905 (the second device) and continued the procedure, the probe of the second device broke as well. The fragments were retrieved. The procedure was completed with the third device (same model). There was no report of pt's injury regarding this event. This MDR is regarding the one of the broken two devices.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 15.5 mm from the distal end. There were not any scratches, which may lead to the fracture, around the broken point. The mfg history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe broke due to activating the device having the cracked probe continuously. As the cause of the crack on the probe, it is possible that the physician activated the ultrasound output applying only the probe tip to the tissue with strong force or twisted the device while grasping the tissue. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a med device report in an abundance of caution. This report is one of two reports. Cross reference MFR. Report number 8010047-2014-00152.